Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified upper arm shunt. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation, as the pressure increased from nominal to the rated burst pressure, reaching 24 atmospheres, the balloon ruptured at the distal part of the balloon. The device was removed. And the procedure was completed with using this device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k103751, k110122.